Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. Display mount was recommended for replacement.

Event description:
The hospital reported the display mount is broken and could cause the display to fall. There was no report of patient involvement.